Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s current blood glucose value was 120 mg/dl. The customer¿s blood glucose level was unknown at the time of incident. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump and syringe. Customer reported auto mode was not automatically delivering insulin at the time of high blood glucose event customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer¿s blood sugar was going high due to which 2 months ago has had to go to the emergency room. 1st emergency room visit (B)(6) 2019, 2nd emergency room visit (B)(6) 2019 via ambulance. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not found air bubbles and leak in both reservoir and infusion set. Customer wishes to check their settings. Customer reported basal rates were programmed accurately. Customer reported bolus wizard was programmed accurately. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.